Event description:
Related manufacturing reference 3005334138-2015-00051, 3008452825-2015-00028. While performing an atrial fibrillation ablation procedure, the patient developed a cardiac tamponade. A supreme catheter was placed in the coronary sinus and a swartz transseptal introducer was advanced through the patent foramen ovale (pfo) to facilitate catheter placement in the left atrium. A tacticath quartz ablation catheter and a non sjm lasso catheter were placed in the left atrium. The non-sjm catheter was used to recreate the 3d model of the left atrium with the ensite navx system. During the right superior pulmonary vein isolation, the tacticath contact force value was lost and the catheter was replaced with a non-sjm ablation catheter. The patient experienced blurred vision, pale skin and nausea. After a few minutes, the patient became hypotensive and an echocardiogram revealed a cardiac perforation. A pericardiocentesis was performed and normal cardiac function and peripheral perfusion were restored. One hour after the procedure the patient was in stable condition and vital parameters were normal.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported perforation remains unknown.